Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0412300v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 389033, serial/lot #: j0412300v, ubd: 13-aug-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that it was determined "some time" ago that the lead was not functioning but at that time it wasn't an appropriate time for the patient to have surgery. A revision was scheduled on the day of the report to remove the lead that was known to be non-functioning but keep the extension; the ins was also replaced due to normal battery depletion. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead not functioning wasn¿t determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0412300v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.